Manufacturer narrative:
This event was inadvertently filed. There was no device malfunction.

Event description:
Reportedly, customer's healthcare provider determined that the customer was unsafe to be on the pump. The pump had not been used by the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's healthcare provider determined that the pump is unsafe for the customer to use. There was no reported impact to customer's blood glucose.